Event description:
Patient reported skin irritation in the form of general redness and blisters/welts. The patient did seek medical treatment and was treated with an otc medication. The patient reported that they did follow proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.